Event description:
Patient had central line placed on 8/25/92 and 4/12/93 for infected right ankle with secondary chronic osteomyelitis. On 4/14/94, patient had surgery to remove the "velcro cuff" from both catheters.culture from hickman cath site on 3/20/94 showed heavy growth of staphylococcus coagulase negative.